Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that yesterday (B)(6) 2024 they got some shots and when they got home it was hurting so bad they had to turn the therapy off. They said they had tried to increase the stimulation but it would get too hot in their hip. They said the ins had never been right and they had been having to reprogram for over a year now. They wanted to know how to change programs so the patient was walked through changing programs. They will maintain stimulation level and will continue to track symptoms. Redirected to doctor if issue persists.